Event description:
It was reported that an electrical reset was observed on the remote monitoring transmission. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated a partial electrical reset.

Event description:
It was reported that an electrical reset was observed on the remote monitoring transmission. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product: 5024m-52 crdm non-defib lead, implant date: (B)(6) 1998; 5024m-45 crdm non-defib lead, implant date: (B)(6) 1998. (B)(4).